Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. The ultrasonic sensor fluid numbers were found to be below specification. Further investigation revealed the mechanism and ultrasonic sensor installed in the device was originally installed in a different device. Air in line alarms were verified through a review of the event history log and found to be caused by an unauthorized repair. Should additional relevant information become available, a supplemental report will be submitted. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. There was no patient involvement. No additional information is available.